Event description:
It was reported that balloon detachment occurred requiring additional intervention. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon snapped off right at proximal radiopaque marker and was left in the patient's artery until it was able to be snared out. The procedure was completed using an alternate device. No patient complications were reported.